Manufacturer narrative:
The reported leaking of the device was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures.

Event description:
It was reported that residue was coming out of the head of the system 7 v-notch sagittal saw prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that residue was coming out of the head of the system 7 v-notch sagittal saw prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.